Manufacturer narrative:
An 0x10, reset caused by sawcop expiration, hazard alarm was observed in the pod data. The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or manufacturing defects were observed that could have caused the needle mechanism failure or 0x10 hazard alarm. The cause of the 0x10 hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula retracted, indicating a needle mechanism failure. The pod was worn less than an hour. No treatment and no impact to the patient's blood glucose level was reported.